Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level was 41 mg/dl. Customer advised the time and date on the insulin pump is incorrect and they feel that is the reason for their fluctuating glucose levels. Customer was assisted in setting the time and date properly.